Event description:
On (B)(4) 2012, customer reported that the lh750 instrument had a fluid leak coming from underneath the left side of the unit. Approximately 12 ml of fluid leaked. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced the tubing on the needle vent system. This resolved the issue. No further leaks were reported.

Manufacturer narrative:
(B)(4).